Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during dbs stage 1 procedure, after placing left brain lead surgeon did an oarm spin to verify lead placement. Lead was 20mm posterior to planned trajectory. All other dimensions were on target. After checking all settings and planning processes, surgeon determined that incorrect lead placement was due to steriotactic localizer box being placed incorrectly for reference scan. Adjustments were made and final bilateral lead placement was on planned trajectory. The issue resolved. The leksell system was being used. The adjustments made was the surgeon calculating the difference between the actual lead placement and the desired lead placement and adjusting the leksell accordingly.